Event description:
No new event description information to report at this time.

Manufacturer narrative:
A2 - date of birth: patient was born in 1950. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: d10 (concomitant medical products). D10: concomitant medical products: product received on: 21aug2019. Investigation/evaluation: a review of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. The complaint device was returned used and damaged, with the chest tube shaft reinserted into the adapter hub. The two components separated during the dimensional analysis. The visual inspection of the complaint device noted kinks along the surface of the chest tubing, which could have been caused by the tubing being scrunched up upon return. The device was found to be within the correct specifications and tolerances and no other damage was noted. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record could not be completed due to a lack of lot information from the user facility. A review of sales records for all product within shelf life to the facility revealed 60 possible lots. There also have been no related nonconformances reported during the manufacturing process for any of these lots and no additional complaints have been received from the field for these lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: "this product is intended for use by physicians trained and experienced in percutaneous pleural drainage techniques. Standard techniques for placement of chest tubes should be employed." Instructions for use: "9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relive resistance before proceeding." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." A supplier investigation was performed for the returned device and tensile testing was performed by the supplier on representative devices as well as unused devices of the same rpn returned under a different complaint. Visual inspections and destructive tensile testing were performed on these devices and all devices met the minimum tensile strength specifications. Based on this testing, there is no evidence to suggest the devices were manufactured out of specification. Based on the information provided, no inspection of the returned product, and the results of the investigation, a definitive cause was established as component failure without a design or manufacturing issue. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient and/or event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Concomitant products: medela thoraxdrainage. (B)(6). Occupation: unknown. PMA/510 (k) #: exempt. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the patient required use of a thal-quick chest tube set during a thorax drainage procedure to treat a seropneumothorax. It was observed that there was "spontaneous loosening and slipping out of the thin plastic tube from the distal, thicker portion" where the "drainage connects to the suction/secretion drainage." This caused a dislocation of the chest tube. Once the nurse noticed that the thoracic drainage was broken, the device was removed from the patient's body. As reported, no adverse effects were experienced by the patient due to this occurrence.